Manufacturer narrative:
Data logs from the case were not returned for investigation. Visual inspection of the returned pump revealed multiple significant kinks and shearing on the catheter around the 85-cm mark. All motor phase resistances were within specification. The cause of the hemolysis could not be determined since the pump was unable to be tested.

Manufacturer narrative:
Device discarded by customer. The impella cp pump was discarded by the customer therefore a failure analysis investigation cannot be completed.

Event description:
The complainant reported a (B)(6) year old white male patient had impella cp pump inserted in the femoral for cardiogenic shock (cgs). The patient had hemolysis and the pump was removed.